Event description:
It was reported that blood leaked "a couple millimeters" from the cathena 22gx1.00in straight bc hub after insertion, and the catheter was flushed with saline to find the leakage source before removing it and inserting a new one into the patient. The following information was provided by the initial reporter: "when I accounted a problem, blood started to leak a couple of millimeters form the hub after insertion. Flushed with saline and could see it. I removed it, and recannulated my patient. Unfortunately at the time I was unaware of other issues so didn't find out the lot number."

Manufacturer narrative:
Investigation summary: since no batch number, photos or samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A review of the device history record could not be performed as a lot number was not provided for this incident. CAPA# 86125 was opened to investigate blood droplet formation at the luer end of the catheter adaptor.

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that blood leaked "a couple millimeters" from the cathena 22gx1.00in straight bc hub after insertion, and the catheter was flushed with saline to find the leakage source before removing it and inserting a new one into the patient. The following information was provided by the initial reporter: "when I accounted a problem, blood started to leak a couple of millimeters form the hub after insertion. Flushed with saline and could see it. I removed it, and recannulated my patient. Unfortunately at the time I was unaware of other issues so didn't find out the lot number."